Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (connector wont stay latched) was confirmed. Upon investigation, the reported failure test could not be started due to a functional issue. As received, the belt receptacle was unplugged from the j1000 connector on the ca board. The root cause of the unplugged cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor with a belt connector that could not stay latched.